Event description:
It was reported to boston scientific (bsc) on 12/19/06, that the customer had an issue with a bsc imaging catheter. According to the customer "the lesion was 90% of stenosis with severe calcification and not tortuous at lad proximal to mid. The imaging catheter was failed to cross to lad proximal. Therefore, a pixcel stent 2.5-13mm was implanted at lad mid and a driver stent 3.0-30mm was implanted at lad proximal after poba. After that, the imaging catheter was failed to cross to distal site of lad mid. However, the imaging was performed in the driver stent and it was noted the expanding failure the site of optium both the 1st diagonal and the 1st septal on the severe calcified. The catheter got caught in the distal edge of the stent. Though the physician pulled out the catheter, a 7fr bright tip catheter got moved in the stent. Also, the guidewire became come off from the imaging catheter. The guidewire exit port was held by the stent edge. Therefore, the transducer was removed the guidewire was inserted into the shaft. However, it was failed due to a kink or a stretch at the distal shaft. Then, the catheter was cut at the hub and 5fr terumo heartrail was advanced through the imaging catheter and the imaging catheter could be successfully removed from the body. After that, a dilatation was performed at the deformed edge with a maverick2 and pt2 ls. Two vision 3.0-28 were implanted at lad mid and lad proximal respectively." It was reported that the procedure was completed with another device of the same type, that there were no pt complications, and that the pt condition was good.

Manufacturer narrative:
The device was returned to the MFR on 12/22/06 for eval. An investigation on the device has been initiated. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. When the investigation is completed, a supplemental report will be submitted.